Event description:
Patient noticed leaking from pump. [Redacted] rn paused infusion and identified the leak in the long primary tubing under the leucovorin at the top of the channel, so it was determined approximately 20-30 ml of leucovorin leaked onto the ground. Writer primed new long primary tubing with dextrose and reconnected the short primary of oxaliplatin and secondary of leucovorin. Md & pharmacy was notified, no patient harm.